Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
During a procedure, the diamondback peripheral orbital atherectomy device (oad) was used to treat a heavily calcified, chronic totally occluded vessel in the distal posterior tibial (pt) artery. The pt diameter was 1.5 mm and there was some tortuosity. After an unknown number of treatment passes, the oad became stuck in the lesion. A non-csi wire and balloon, nitro, and warm compresses were used to loosen the vessel. When the vessel was loose, the physician was able to apply force to remove the oad. Upon removal from the patient, the tip of the oad was stretched. There was no damage to the vessel seen after oad removal, and there was no tissue observed on the crown of the oad. The physician then decided to not do additional atherectomy in the pt but did atherectomy in the anterior tibial (at) artery to ensure blood flow remained to the foot. The procedure was delayed by more than 30 minutes. Following the procedure, the patient was released home with no complications.

Manufacturer narrative:
The reported oad was received for analysis. Surface damage was observed on the tip bushing, and adhered biological material was observed on the crown and tip bushing. The morphology and exact root cause of the biological material is unknown. The driveshaft filars were observed to be deformed and overloaded at the tip bushing. Scanning electron microscopy identified rotational damage on the tip bushing surface and distal filars. This type of damage has been observed in bench testing when spinning an oad into a tight, highly calcified area. Although the root cause of the driveshaft deformation is unknown, it is hypothesized that the device was spun into a tight calcified lesion with excessive speed and/or force. An in-house guide wire was passed through the oad handle assembly without issue and the device functioned at all speeds with no abnormalities observed. At the conclusion of the device analysis investigation, the reported event of the device becoming stuck in the lesion was unable to be confirmed, but the report of damage to the tip of the oad was confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID# (B)(4).